Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mvs interface cable shipped to site 08/08/2016. Medtronic investigation of returned suspect mvs interface cable confirmed reported issue. Finds the return tag "physically damaged." Failed visual inspection. The lemo connector has been bent. The connector is out of round making for bad connections, result is it is hard to install and remove the cable from the system and test fixtures. Failure mode: physical damage. Connector damaged. On 08/10/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Interconnect cable damage prevented system from communicating. Medtronic representative replaced damaged interconnect cable. Issue resolved. Performed full system check-out. System found fully functional.

Event description:
A site biomed representative reported that their imaging system interconnect cable, inside and outside on the end, was no longer circular. The imaging system still functions, however, it was difficult to remove and re-seat the cable to the image acquisition system (ias). No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.